Manufacturer narrative:
As of 04/11/2016 aso has not received response from the consumer to the request to return samples. However, aso was able to obtain a lot number from the reporter and evaluated retained samples of the same lot number. In addition, aso reviewed records of biocompatibility tests on materials used to manufacture the same type of products.

Event description:
Consumer reported that bandage caused a chemical burn . Consumer reported she will seek medical attention.